Manufacturer narrative:
Pump was received with blank display during testing. Unable to determine the root cause, problem isolated to electronic assembly on pcb 2.

Event description:
Information received by medtronic indicated that the insulin pump had received a blank display after battery change. Customer confirmed that the battery cap was intact. Customer confirmed that the battery compartment was intact, there was no physical damage. The customer inserted a new battery but the issue persisted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.